Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being reported due to the clip detaching from the anterior leaflet, and the subsequent recurrent mitral regurgitation and intervention. It was reported a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4. An xtw clip was successfully implanted, reducing the mr to grade 2. On (B)(6) 2022 it was learned that the clip detached from the anterior leaflet, and mr increased to grade 4. Intervention was completed to stabilize the clip. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported recurrent mitral regurgitation was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda appears to be due to challenging patient anatomy (rotated heart). The reported image resolution poor was associated with imaging difficulty. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event corrected.

Event description:
Subsequent to the previously filed report, additional information was received: there was poor visualization of the clip area. According to the physician the single leaflet device attachment (slda) was due to patient anatomy. On (B)(6) 2022 a non-mitraclip procedure was performed to stabilize the patient.